Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, foreign debris was found protruding from the air/water nozzle. It was noted, it was not possible to identify when the foreign material has got stuck in the nozzle, there could be a possibility that the subject device was used on patients with the foreign material clogged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had air/water issue during reprocessing. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: fragments of injection tube or silicone rubber products entered the channel and remained in the nozzle, causing the suggested event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.